Event description:
A physician attempted to ateriotomy closure using the perclose ak 6fr. The physician was not able to push the knot forward to the selected position. The device was removed and manual compression applied.

Manufacturer narrative:
Upon investigation, the returned device was found to have a foot break. There was insufficient information to determine when or how the posterior foot broke off from the foot assembly. Review of the device history record for this lot did not produce any findings relevant to this report.